Event description:
The pacemaker involved in this MDR report had reached its elective replacement indicator (after nearly 8 years of implantation) and was therefore explanted. However, the physician reported that ventricular undersensing was observed during the previous follow up.

Manufacturer narrative:
In 2009, this event concerns a device that was manufactured and used outside the united states. The analysis is pending.